Manufacturer narrative:
The manufacturing record review was performed. All process operations presented in the manufacturing record from generation to boxing were in compliance with manufacturing instruction specifications. All tests results showed a pass condition. The product met manufacturing release criteria. All pertinent information available to abbott medical optics at the time of this report has been submitted.

Event description:
It was reported that the doctor inserted and removed the intraocular lens (iol) on (B)(6) 2014. It was stated that the doctor did not like the size of the lens and an incision was enlarged to remove the iol. No patient injury was reported.

Manufacturer narrative:
(B)(4) incision enlarged. Doctor did not like the size of the lens. All pertinent information available to abbott medical optics at the time of this report has been submitted. Placeholder.